Event description:
The physician placed a wilson-cook percutaneous endoscopic gastrostomy set during the procedure. Three days post placement, the patient developed peritonitis due to shifting of the peg tube and subsequent feeding into the peritoneal cavity. The patient was reported to have recovered since the initial report.